Manufacturer narrative:
The outcome attributed to adverse event was chipped tooth. The event date is approximate. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
A consumer reported that their 2-series power toothbrush chipped their tooth.